Event description:
The user facility has reported that the irrigating portion of the bipolar bayonet melted which led to it closing up and not functioning. Additional info confirmed that the incident occurred during a surgical procedure, however, no pt or staff injury was reported. Replacement product was available if needed, however, it is not known if it was used. The involved product had been shipped to the user facility on 10/5/2006.